Event description:
On 2/7/97 the pt underwent repair of the right hip fracture. She was still intubated on admission to the recovery room and was placed on blow-by oxygen at 6 liters. The oxygen connector came loose and lodged in the endo-tracheal tube. The pt coughed the connector out. The pt's oxygen saturation decreased and a chest x-ray revealed bilateral pneumothoraxes.